Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they have a bad infection in their mouth with a large abscess. They have stopped aligner treatment. Having patient discontinue aligner wear and having them see their dentist or doctor and to follow up with an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.